Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
It was reported that the unit had touchscreen failure. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the ventilator's touchscreen assembly to resolve the reported issue. The unit passed required performance verification tests per philips standards.

Manufacturer narrative:
G4: 21jul2020 b4: (B)(6) 2020 e1: reporter name updated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:02dec2020. B4:03dec2020. Issue was found during testing of the unit. No patient involvement at the time of the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.